Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation related to the customer reported complaint: the instrument was found to have a broken main tube at the distal tip. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis was found to be dislodged, likely causing the main tube damage. The instrument was fond to have detached fragments. A piece measuring proximately 16.70 mm x 18.20 mm was not returned with the instrument. The common cause of this failure mode is attributed to the secondary failure of a broken instrument main tube. The complaint was confirmed by failure analysis. Images associated with this reported event were submitted for review. The failure analysis engineer (fae) reported that the main tube appeared to be broken and as a result, the proximal clevis was dislodged from its normal position. The clinical development engineer (cde) agreed with the fae that this instrument appeared to have a dislodged proximal clevis, which was catching on the cannula and preventing the instrument from being removed. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon was suturing then the mega suturecut needle driver instrument broke. The whole tip of the instrument broke from the shaft and as a result, the diameter was enlarged and no one could remove the instrument normally. The team had to undock the arm along with the instrument to be able to take out the instrument from the patient body. The surgeon put on another 8mm cannula and completed the procedure with the da vinci using a backup of the same instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical supervisor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The images of the instrument were provided for clarification of the issue. According to the surgeon, the tip got broken while suturing and he was unable to remove it from the cannula. There were no missing, broken off, or detached fragments from the instrument due to this issue. The customer clarified that when it was stated that "the diameter was enlarged" they did not mean that the port incision was increased in order to remove the instrument and cannula together. The customer clarified that the reported issue was that the surgeon had to remove the instrument outside the patient body while it was still inside the cannula. The surgeon then disconnected the instrument and the cannula simultaneously together. Then they got a mallet and straightened out the instrument a little bit, so they could remove the cannula. The customer assumed that the instrument did collide with another instrument or tool during procedure. No fragments fell into the patient. There was no patient injury due to the instrument issue. A picture of the instrument with the cannula still attached was provided and the instrument could not be removed from the cannula due to the enlarged diameter of the tip. No patient demographics were provided.